Event description:
A 4mm acom aneurysm was being treated. A total of 5 micrus coils have already been deployed to occlude it. There was a very tiny residual neck and a 1.5 x 1cm deltaplush coil was placed to occlude it. However, the neck still persisted. With no 1.5 x 1 cm coil at hand, a 1.5 x 3cm deltaplush coil was placed which filled the neck perfectly with no space left for further packing. As the physician tried double detaching it, it didn't detach. As "tugging" was performed in hopes that it will detach, the coil slipped out. The physician managed to withdraw the coil, however, the 1.5 x 1cm coil migrated out of the aneurysm into the mca. As the coil could not be withdrawn with an alligator device, the coil flew off further into very distal branches. The patient was reported "fine" post op, but was put on heparin for 24-48 hours and prescribed with aspirin as a result.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.